Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iabp died when unplugged from outlet". The report further states, "[user] is calling from the ccl regarding same patient. He reports that two iabps have been used and both have died when unplugged from power outlet. [User] does not have an additional iabp on site, as this facility only has 2. Pt was going to transfer to ICU but will remain in ccl until flight team arrives to transport pt on another iabp. Pt stable during time of call awaiting transport. I had the [user]check the battery voltage and indicator lights. The voltage was 12.8v and charging. Green plug light illuminated but red battery light was not". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3010532612-2026-00375, 3010532612-2026-00376.